Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Inappropriate hv therapy was observed for a supraventricular tachycardia. Programming changes were recommended, and patient will continue to be monitored normally.